Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device has a therapy cable failure. There was no reported adverse patient impact.

Manufacturer narrative:
Philips repair bench ordered a replacement patient connector assembly, however, there is a global parts hold. Once the part is received, the device will be returned to the customer.